Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed a "exhalation system failure - 1061" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress and troubleshoot testing conducted with a known good test set up without duplicating the report. Internal inspection observed some debris in the spm tubing and flow screens. In the spm tubing and flow screens will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Analysis of reports of this type has not identified an increase in trend.